Event description:
It was reported that the patient underwent surgery because of a polyp in the left ear canal. A recurrent cholesteatoma was found intraoperatively. Therefore the vibrant soundbridge and the coupler were removed. No further details were reported.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.